Event description:
It was reported that a device was used during an unknown procedure. The device insufflator tube detached from the cannula (broken). There was no consequence to the patient. No further information concerning this event.